Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to scan printed labels. A field service engineer reconfigured the printer settings and preferences to the correct values. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager (refrigerator) was not shutting properly, and insulin printer was not scanning. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.